Event description:
It was reported the pt ((B)(6)) was no longer able to establish communication between her ipg and pt programmer. As a result, the pt lost stimulation. Battery depletion is suspected. The ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.